Manufacturer narrative:
Hamilton medical ag case number: (B)(4).

Event description:
It was reported to hamilton medical ag: flow sensor calibration failed during pre-operational check. No patient harm reported.